Manufacturer narrative:
Product analysis: the valve remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at a depth of 2mm. The inflow portion of the valve was constrained. The valve dislodged and a second valve was implanted. No additional adverse patient effects were reported.